Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Event history log verified the reported system error 322 which was reproduced after loading a set and closing the door. A failed lower link switch was identified as the cause of the symptom and the lower auxiliary assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. There was no patient involvement. No additional information is available.